Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a trial procedure, the patient had a bad shin pain on his right leg which was not normal. The pain continued to get worse after the procedure. After laying an hour, the physician decided to remove the lead. When the lead was removed, the pain eased up. It was believed that the pain was caused by tightness and stenosis of the spine. The patient was doing well postoperatively.